Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be insufficient bonding at the junction of the tubing and the stress-member. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) infusor sv device was observed leaking after filling/during storage. According to the report, the blue winged cap and the fill port cap were fastened. The device was monitored for a couple of days; the drug was gradually leaking. The device was filled with 15ml of heparin sodium, 70ml of 5-fluorouracil, and 10ml of normal saline. There is no patient involvement. No additional information is available.